Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a bolus was delivered to address the bg level. The contact thought that customer did not receive enough insulin. Tandem technical support verified in the pump history that the full requested bolus had been delivered. Tandem technical support advised the customer to discuss the event with a healthcare provider.